Event description:
It was reported that, "excessive poly wear. Loosening of tibial component."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #2249697-2012-00792.